Event description:
It was reported that the implantable cardioverter defibrillator (ICD) stored episodes of atrial tachy response due to farfield r-wave oversensing. The post-ventricular atrial blanking was changed from smart to 85 ms. The ICD remains in service.